Event description:
It was reported via repair work order that the brakes would not engage due to a worn brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not engage and hold due to a worn brake cams and caster wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also found during the investigation that the caster wheels were worn causing reduced brake force.